Event description:
It was reported that at a clinic visit approximately six months after a successful total shoulder arthroplasty, the patient reported pain in the anterior aspect of the shoulder consistent with the location of the biceps tenodesis. The surgeon gave the patient a steroid injection into the shoulder and reported that the event was possibly the device and the procedure. No other information was provided.

Manufacturer narrative:
A device history record review could not be conducted as the lot was not provided. Based on the available information, there is no allegation that the device malfunctioned. The surgeon related the event as possibly related to both the procedure and the device, so the most probable cause is known inherent risk of device.